Manufacturer narrative:
Blocks b5 and b7 fields were updated due to additional information received. Block h6: device code of 2907 captures the reportable event of dart detachment. Block h10: the voluntary user medwatch number is (B)(4). Investigation of the returned capio slim device was performed. Visual analysis found that there were blood residues observed on the device. There were no issues observed with the catch and carrier. The 4 riveting pins were in place. The cage did not have rough edges. Furthermore, the dart was not returned in the device. Functional analysis was performed by actuating the carrier three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart could be entered in the catch slot without any issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a capio packaged, pc device was used during a total hysterectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the dart detached on the patient's left side and was noticed after the capio device was deployed. Reportedly, the detached dart was stuck inside the capio device. Furthermore, a portable x-ray was used to confirm that the detached piece was not inside the patient. The procedure was completed with another capio packaged, pc device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio packaged, pc device was used during a total hysterectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the dart detached on the patient's left side and was noticed after the capio device was deployed. Reportedly, a portable x-ray was used to confirm that the detached piece was not inside the patient. The procedure was completed with another capio packaged, pc device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.